Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not be conducted. This complaint for a system error (se) 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the registered nurse (rn) reported a system error (se) 2240 in drain 5 of 5. The rn state the home patient (hp) disconnected from the hc but was now reconnected. The technical service representative (tsr) explained and had the rn close all of the clamps then cycler power to clear the alarm. The tsr advised to discard supplies and finish with manuals. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The nurse was contacted on (B)(4) 2011. The nurse stated that the home patient did not develop any adverse reactions or require any medical intervention. The nurse stated the home patient is currently performing therapy without any complications.